Event description:
During placement, the catheter pulled apart leaving approx. 9 cms in the infant's umbilical area. Retrieval was not possible, infant transferred to hosp. Facility reported pt's death through risk management/quality office. External part of device sent to MFR.